Event description:
It was reported that the patient faced an event where occlusion was at the infusion set site which led to hyperglycemia treated by correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.